Manufacturer narrative:
Internal file number : (B)(4). The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. All available information was investigated and a cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr). Visualization was initially difficult. One clip was implanted with no reported issue. One day post procedure, it was noted the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). No additional information was provided.